Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 325cc saline breast implant, catalog number 3501650 lot number 118096. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 325cc saline breast implants which the left deflated after implantation. The issue was confirmed by the doctor on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 6/7/2018, additional information indicated that the patient will have the removal on (B)(6) 2018. On 6/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/13/2018, additional information indicated that the procedure was breast reconstructive revision not what was reported initially as breast argumentation revision, this report also indicates that the patient had capsular contracture baker grade iii. The left implant was replaced with another saline breast implant, catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/30/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/2/2018, additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501650, serial number (B)(4), and right replaced with catalog number 3501650, serial number (B)(4). On previous report the serial number for the left was incorrect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately <0.1 cm within a crease on the anterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed in the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Manufacturer¿s reference number: (B)(4).